Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. The problematic pump needed replacement, and caller planned to use multiple daily injections as backup insulin therapy to avoid interruption in insulin delivery. Customer confirmed understanding of instructions to place pump in storage mode before return, to program pump settings and connect continuous glucose monitor on replacement pump, and to return problematic pump within 10 days using prepaid label.